Manufacturer narrative:
G2: country of event - japan. H3: product analysis of part # 9560524; lot# my20l001r. Upon inspection, it was observed that the screw thread of the handle screw was deformed, and that the joint had worn out. Also, the handle screw was adhered to the screw at the end of the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that, the fixation force was weak. It was unknown regarding the involvement of patient. No further complications reported regarding the event.